Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the last time the patient had the device checked was a year or two prior to date notified when they had surgery because the device was flipped. It was then indicated that this occurred "less than a year after implant," and that it was on (B)(6) 2016 when it flipped and stopped working. The patient's indication for implant is fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.